Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v078937, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n395030, implanted: (B)(6) 2013, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and a surging sensation down their arm. They did not know if it was down the right arm on the implantable neurostimulator (ins) side. The patient had a fall, but they did not know if the surging existed prior to or after the fall. It was noted that reaching out their arm would cause it. They had a dystonic contraction due to the variance in therapy associated with this event. There had been some amplitude changes and they had considered going to constant current, but could not because of their programming needs. The dystonic contraction was due to overstimulation from increasing the amplitude to 2.9v. The patient played tennis and they would have the feeling post-playing as well. Impedance information was not available at the time of report. The patient received a 50% or greater symptom reduction and the cause of the event was not determined. Reprogramming was needed and the patient still experienced difficulties. They continued to receive effective therapy but not to the level expected. The patient was still being evaluated as to whether or not he would require further surgical intervention. Additional information received 5 days later reported the patient seemed to be doing well. Their settings were changed to constant current and they were not able to replicate any of his episodes that the patient had reported. They tried to manipulate the device while they checked the impedances along with manipulating the lead/extension junction, but they were not able to reproduce his symptoms. The patient was instructed to turn off the stimulator immediately if they had another episode where his jaw tightens or his arm felt a surge of electricity. If the situation reoccurred, it would likely involve an interventional procedure. The patient had compressed their arms on the desk and they experienced some surging. The dystonic reaction that from the past was not associated with titration, but rather it was a positional issue. It was further reported some electrodes were out of range and there was high impedance on contact c<(>&<)>7. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that the wire extension was broken.

Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed that stimulator was functional ok. Final analysis of the extension ((B)(4)) revealed that there was a breached depression on the outer insulation at 31.5 cm, 43.5 cm and 45.6 cm from the distal end of extension exposing conductor #1 and 3 final analysis of the extension (nhu167024v) revealed that there was a breached depression on the outer insulation at 3.1 cm, 4cm and 9.5 cm from the proximal end of the medial segment of extension exposing conductor #0,2 and 3. In addition, it was noted the conductor #2 was broken 10 cm from the proximal end of medial of extension. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because it is the closest code available with respect to this event. Apply to extension (B)(4) apply to extension serial (B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# v078937, implanted: (B)(6) 2008, product type: lead; product ID: 3389s-40, lot# v078937, implanted: (B)(6) 2008, product type: lead; product ID: 64002, lot# n395030, implanted: (B)(6) 2013, product type: programmer, patient; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016. Product type: extension; product ID: 3550-29, serial# unknown, product type: accessory. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient was experiencing ¿pulling at the mouth¿ when they would extend their arm. The patient also reported twitching, intermittent surging, other non-specific side effects, and dystonic contraction due to variance in therapy. The patient also fell but does not know if surging existed prior or after the fall. The health care provider (hcp) could reproduce the issue and believed it was an issue with the pocket. It was also noted that impedances on 1-3, c-1, c-5, and c-7 are slightly low. A revision surgery took place and the implantable neurostimulator (ins) was replaced and the extensions were removed; the extensions were cut and mangled during the removal process. Additional information has been requested regarding the confirmation of the device identifiers, cause, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.